Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a micro needle electrode was connected to the pencil. However, the connection was not tight enough, and the proximal section of the micro needle (non insulation section) was exposed (or possible for exposure), and energy output was distributed from there. Since the exposed section was in contact with the patient's lips, the lips got a scar.